Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). E1 - initial reporter address 2: (B)(6). E1 - initial reporter full phone: (B)(6). H3, h6: the device was returned for root cause analysis and the investigation findings concluded after a visual inspection, functional testing, and event history log review; the customer problem was not duplicated. The pump was in good condition with no physical damage noted. The flow rate was in normal parameters. Labels were undamaged, and the tamper seal was missing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The pump passed all functional tests and performed as intended.

Event description:
It was reported that the pump delivers too slowly. The event occurred during stk and there was no patient involvement.